Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a false positive sars result. No confirmation or other brand rapid testing has been performed but customer states they have had false positive results in the past. Customer is asymptomatic.